Event description:
A technician reported pt with stage one diffuse lamellar keratitis (dlk) at four day lasik post-operative visit. Additional info from report indicated pt's topical steroid dosage was increased and oral steroids were prescribed. This report references the left eye. An additional report will be filed for the right eye. Additional info has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).